Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely, the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tip of the subject device was collapsed. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (collapsed tip) was not confirmed. In addition to coating peeling off, service found the forceps and the cleaning brush could not be inserted smoothly due to crushed forceps channel. The flexible tube of the insertion section was crushed, the adhesive on the bending section cover was chipped, and the universal cord was collapsed. Scratches were observed on the insertion tube, the control section, the switch box, the grip, the angle lever, the up down plate, the universal cord, and the scope connector due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.